Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. A potential lead to device connection issue was suspected. The physician plans to continue monitoring. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.